Event description:
Clinic notes dated (B)(6) 2012 indicate that the patient has had frequent mild seizures for three days six days prior. The physician added a medication and made adjustments to the patient's device settings. No additional information has been obtained to date.

Event description:
Follow up with the nurse found that the vns has helped the patient a lot and the increased seizure frequency was believed to be related to the battery running out. The increase frequency was below pre-vns baseline levels.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR reported unrelated information regarding this event. This report is being submitted to correct this information.

Event description:
It was determined that the information provided on supplemental report #01 is not related to the reported event. It is unknown whether the battery was running out or whether the seizure frequency was below pre-vns baseline levels.